Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device were sticking to the patient&#38112;tissue after sealing during a liver resection procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : 07/18/2016. Date of follow-up report : 08/23/2016. The reported condition of the tissue sticking to the jaws was not confirmed. The device was activated ten times on simulated tissue with satisfactory results and no sticking was observed. The latch could be released and retracted without a problem. The alleged incident could not be duplicated. The investigation found the device to function normally. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.